Event description:
Philips received a complaint from a customer's biomedical engineer reporting that the v60 ventilator repeatedly alarms with proximal pressure sensor failure message. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed machine and proximal pressure sensors failed in device event log. The issue began after the bme replaced the data acquisition (da) printed circuit board assembly (pcba). The rse advised the bme to confirm that the da to motor control (mc) ribbon cable is fully seated at both mc pcba and da pcba. The bme checked and found cable was not seated properly. The bme retested the device after reseating the cable and reported the device as fully operational. The device was returned to service after repairs were completed.